Event description:
Additional information was received from a consumer. It was reported the patient did not have a physician for the next refill. The patient's insurance authorized a physician to perform a one-time consultation and refill and the event resolved. The patient would need to find a new physician for the next refill.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-02, information was received from a consumer regarding a (B)(6), male patient who was receiving baclofen (dose, conc entration, type and lot number unknown) via an implantable pump for intractable spasticity and cerebral palsy. In (B)(6) 2016, the patient missed a scheduled refill and the reporter started hearing the two-toned pump alarm. The patient's healthcare provider (hcp) no longer accepted the patient's insurance and would not fill the pump. No patient symptoms were reported; the patient was not having withdrawals. As of (B)(6) 2016, the patient was taking oral baclofen. Additional information has been requested regarding the drug information, if the patient had found a hcp, steps taken to resolve the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.